Event description:
It was reported that when using the bd pyxis¿ medstation¿ es touch screen froze up after a while.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the issue was related to the all-in-one application software causing intermittent touch screen freeze. The technical support specialist logged into hardware test application (hta), performed aio testing, and saved passing results to the d-drive, followed by a system reboot; post-reboot, validated functionality by having the user log in and successfully complete medication inventory across multiple locations.the system functioned as intended after technical support specialist troubleshot the device.